Manufacturer narrative:
(Other) - alarm, continous - eval results: (other) -the alarms battery door housing is severely cracked, causing intermittent alarming. Magnet function is normal. Unable to verify customer complaint.

Event description:
The reporter stated that the sitter select alarm model 8361 keeps alarming even with the magnet on the unit. They reported it has new batteries. No pt injury reported. Inspection of the alarm by posey shows that the unit is alarming intermittently, not continuously.